Event description:
It was reported that the user experienced a pairing issue between a libre 3 plus sensor and the ilet pump after the sensor was started using the abbott app instead of the ilet mobile app, which resulted in a ¿sensor already in use¿ message and prevented pairing. Symptoms included no adverse clinical effects. Outcomes included a transition to backup therapy and a transfer to the sensor manufacturer for further assistance. Investigation included troubleshooting and user education on correct app selection and single-scan requirements, followed by coordination with the partner organization. Investigation of this case revealed that the sensor was in use by another device due to use error during setup, and the ilet pump and its components were not found to be malfunctioning. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.